Event description:
It was reported that the device locked up when user tried to change the nibp interval settings. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and was able to confirm the intermit lock up failure once. However, the failure was not duplicated thereafter with several hours of extensive testing. Hence, the root cause of malfunction was not determined. A replacement device was provided to customer.